Event description:
On (B)(6) 2025: the reason for the call was the caller said the patient is in the hospital and they want to do an MRI, but the controller needs to be completely charged. Caller said the controller has been plugged into the outlet for about 5 minutes and the green light is flashing on the controller, but they are getting no device found. Caller did not know when the last time the implant was charged. Agent asked caller to connect the rtm cord to the controller and start a charging session. Caller said he had to go and will callback. The issue was not resolved. Agent did not get hcp name of event date. Patient rep called back repeating the patient need to have an MRI and needs to be charged before hand. Patient rep said they went to plug in the recharger since they are seeing no device found and mentioned they saw the controller battery too low message and now there is nothing on the screen. Agent had patient rep plugged the controller on the wall and confirmed green light was blinking. Agent reviewed they will see no device found until implant was charged and to monitor the green light. Patient will charge implant once the controller battery is charged. Caller was told by patient that it sometimes worked and sometimes it didn't. Caller was not able to give further clarification. No symptoms were reported. On (B)(6) 2026: the hcp called back and reviewed that the patient or nurse had attempted to charge the ins. They caller indicated that they were able to charge the controller and ins but they could not get the ins to charge to 100%. It took them about one day to charge the controller. The caller thought that they were able to charge the ins up to 40 or 50%. The caller also noted that the patient has been in and out and had to be put in restraints.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.